Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak. An endurant iis stent graft was implanted in the patient on the same day.   It was reported that during the index procedure, it was noted that there was one endoanchor missing from the applier cassette. Only 9 endoanchors were in the cassette. An additional cassette of 5endoanchors was used to complete the procedure. It was reported the endoleak resolved after implantation of the endoanchors. Per the physician the cause of the event could not be determined. As per the physician, the cause of the type ia endoleak was due to the patient's short neck. No clinical sequelae were reported and the patient is fine.